Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and epicardial lead system was involved in a automobile accident and died. It's not known if the patient had experienced a tachycardia episode at the time of death. The ICD was explanted and will be returned to cpi for analysis. It was also noted at the time of explant that the positive shocking lead (part number 0041, serial number 205964) had an insulation breach near a suture site. The suture was added to the positive shocking lead at the time of implant. It's not known if the lead insulation breach has any association to this incident.